Event description:
Patients home health nurse reported the curlin pump is displaying a down occlusion alert. She confirmed there is no blockage of flow. She reported the alert keeps sounding but she can also see the pump still working, and medication flowing. Hhrn confirmed she has backup gravity supplies on hand that she can use to complete the infusion. Pump serial number (B)(6). No adverse event(s] reported due to product issue. Troubling shooting was not reported. Device is available for return. No further information to provide at this time. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. She is having problems with the gravity infusion of the gammagrd. She is only getting 7 or 8 drops a minute even with the dial-a low fully open. She has started a second IV catheter access that has good flow when flushing but still has the same problem. At this point she has roughly about 150 ml to infuse. Medication has all been pooled into empty bag and should be used within 8 hours. Pharmacy replacing medication as infusion could not be completed. Pharmacy replacing device. Reported to (B)(6) by health professional.